Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification . Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm confirmed in the pump history due to broken pin 6 trace on keypad assembly. Pump error 4 and pump error 53 found in the device history due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The device was not making any sound when alarming. The device failed the audio test during the call. The device alarmed multiple pump error alarms and failed self-test. The device alarmed hardware low level failure during self-test. The customer¿s blood glucose during the incident was 313 mg/dl. Troubleshooting was declined for the high blood glucose level. The device will be returned for analysis.